Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both tamper seal intact. The right plunger case was cracked at top surface. The battery door cracked around screw holes. The history log showed "syringe near empty". During occlusion test, "syringe near empty" alarm sounded immediately after starting infusion because approximately 3.81 minutes left of infusion. During accuracy test, "syringe near empty" alarm did not activate until after 33.48 milliliters had been infused because 3.30 minutes left of infusion. Customer set "volume to infuse" at 55 milliliters (ml) and "delivery time" at 4 minutes giving a rate of 825 ml/hr. The current configuration is to alarm "syringe near empty" when there is less than 5 minutes left of the infusion (found in profile settings - view settings). The root cause was attributed to the user not fully understand the definition of the "syringe near empty" alarm. There is no fault related to customer's reported problem to repair. The pump operates as intended. No further actions were taken.

Event description:
It was reported the device was giving syringe near empty message during start of infusion. No patient injury reported.